Event description:
It was reported that the urine leaked from the foley catheter on the day of use due to a hole in it. Per additional information via email from ibc on 09sep2021, it was confirmed that the hole was found on the silicon tube of the foley catheter.

Manufacturer narrative:
The reported event was confirmed to be manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted a 0.012" pinhole found over the drainage lumen located 0.4435" from the bifurcation. This is out of specification per inspection, "shaft shall be free of kinks, cuts, tears and irregular surfaces." A potential root cause for this failure could be inappropriate material handling (silicone catheters). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the foley catheter on the day of use due to a hole in it. Per additional information via email from ibc on 09sep2021, it was confirmed that the hole was found on the silicon tube of the foley catheter.